Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that the pedal on the couch end of the multi-function footswitch was sticking. Philips service confirmed that the operator had stepped on the unload pedal to move the pt support table top "out and down", but when they removed their foot the pt support table top continued to move until the operator stepped on the pedal again which stopped the motion. Philips service confirmed that there was no harm to a pt or operator. Philips service determined that the unload pedal had become stuck engaged.